Manufacturer narrative:
The manufacturer previously reported this device under recall z-1974-2021. After further review, the manufacturer concluded the reported device is not under recall. Section b5-describe an event or problem that should be reported as: the manufacturer received information from a third-party service center during the device evaluation that the power connector of the unit was corroded. There was no patient harm or injury. During the evaluation of the device at the third-party service center, the device was visually inspected, the power connector of the unit and metallic surfaces were corroded, and the unit could not power on to collect the error log/machine hours/error code numbers/software version. Additionally, contamination of dust/dirt was found on the inside of the device. The device was scrapped. Section(s) h7-remedial action and h9-recall(z) number would not be applicable, which has been corrected in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was returned to a third-party service center for repair. The third-party service center confirmed there was no evidence of sound abatement foam degradation inside of the device assembly. Secondary findings included the power connector of the unit was corroded, the unit would not power on and the error log code was unable to be accessed. Corrosion was found on metallic surfaces and dust/dirt was observed inside the device. The unit was scrapped. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.

Manufacturer narrative:
H3 other text : device evaluated by third party service center.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was returned to a third-party service center for repair. The third-party service center confirmed there was no evidence of sound abatement foam degradation inside of the device assembly. Secondary findings included the power connector of the unit was corroded, the unit would not power on and the error log code was unable to be accessed. Corrosion was found on metallic surfaces and dust/dirt was observed inside the device. The unit was scrapped.